Event description:
Caller reported patient experienced extreme hypoglycemia while riding his bike; self-treated by eating cake. Caller stated patient became unconscious and was found by people who called the emergency doctor. Caller reported patient was taken to the hospital by ambulance where his blood glucose level was 63 mg/dl; if any treatment was received, it is unknown. Caller stated patient was released the same day. Patient alleges the pump did not deliver insulin correctly. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.